Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several cubies were not being detected on the system bus. The field service engineer reseated the row boards to restore functionality. After reseating, a hardware test application was run, and the customer verified the repair by performing a medication inventory. A functional diagnostic test was also completed successfully, confirming that all cubies were operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer several cubie pockets were not being detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.